Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician attempted to advance a ruby coil through another manufacturer's 4f guide catheter rather than a microcatheter. The ruby coil became stuck and would not advance through the catheter. The physician successfully removed the ruby coil from the catheter and the procedure continued successfully using an additional ruby coil.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was kinked approximately 10.0 cm and 21.0 cm from the proximal end. The ruby coil was attached to the distal detachment tip (ddt) of the pusher assembly. The introducer sheath was kinked, and there was coagulated blood in the distal end of the introducer sheath preventing the coil from advancing. The penumbra investigator dissected the introducer sheath proximal to the coagulated blood, and the coil was found to be damaged throughout its length. Conclusion: the complaint has been evaluated. The initial complaint indicated that the ruby coil was advanced in a 4f guide catheter instead of a microcatheter, and the coil became stuck. This type of failure typically occurs due to improper handling during use. If the ruby coil is attempted to be advanced through a catheter other than a 0.025" microcatheter, it is likely that the ruby coil would become stuck. Evaluation of the returned device revealed kinks along the pusher assembly and the introducer sheath, as well as damage to the ruby coil itself. This damage likely occurred due to improper manipulation during use. If the ruby coil was advanced against resistance with force at an angle, it is likely that this type of damage may occur. The ruby coil becoming stuck inside a 4f guide catheter will likely cause this aforementioned resistance. These penumbra devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.